Event description:
It was reported that a patient came into the emergency room with shocking and severe pain from the device and the physician was unable to shut it off. The reporter stated that the ER physician was able to get in touch with a physician from the pain clinic, who had the ER physician place a magnet over the device and eventually the symptoms subsided. It was reported that the patient went home and scheduled a follow-up visit to the clinic. The reporter stated that there was no injury or adverse event. The next day it was reported that the patient went to the clinic. The reporter stated that x-rays were taken and "nothing was wrong with the leads." It was reported that the device was reprogrammed but the new pain was too much for the patient to tolerate so stimulation was turned off until she felt well enough to turn it back on at home. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer; patient product ID (B)(4), lot # n344318, implanted: (B)(6) 2012, product type accessory. (B)(4).